Event description:
During an upper endoscopic procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. Prior to using the device, the user did not manually guide the clip into the outer sheath. The device was advanced through an endoscope that has an accessory channel diameter of 3.7mm, and the clip exited the outer sheath. At this time, the clip detached in the open position. The clip was retrieved from the patient with forceps. No injury to the patient was reported.